Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported through customer feedback to have failed pressure verification: setpoint 80: pilot: sensor reading during testing. There was no patient involvement, and no harm or injury reported. Although there was no patient harm or injury reported, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The device has not yet been returned to the manufacturer for evaluation; therefore, the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.